Manufacturer narrative:
Concomitant medical products: 383059 lead implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. The right atrial (ra) lead exhibited suspected non capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.